Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the integrated circuit on the main board. The device was not repaired and scrapped. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection the device failed to charge to set energy. Complainant indicated that there was no patient involvement in the reported malfunction.